Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a delivery blocked errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump had repeated delivery blocked errors. The insulin pump will not be returned for analysis.